Event description:
Patient alleged serious burns, redness, blistering and permanent loss of pigmentation throughout his trunk, legs and body following lightsheer hair removal. Patient alleges that staff continued with the treatment despite knowledge by customer staff that the laser was not working properly, resulting in over exposure to the diode laser light. No further details are available.

Manufacturer narrative:
The customer requested service approximately two months after the incident for an e17 error during calibration. The customer did not report to lumenis that there had been a safety incident. The device was evaluated and repaired (3 diode packages and lenses were replaced) to correct the e17 error. Per the service depot, the e17 error and the repairs performed did not relate to the safety incident. Based on the details available, no conclusion can be drawn regarding root cause of the incident.